Event description:
It was reported that when trying to switch from the device application to the analyzer, the programmer locked up. After the programmer was rebooted it was responding slowly. Another programmer was used to finish interrogating the patient's device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer was working slowly on the analyzer screen, the programmer has data drive corruption. (B)(4): the analyzer was analyzed and no anomalies were found.